Event description:
The customer reported to baxter (B)(4) a continu-flo solution set in which a leak occurred. The condition was reported to have occurred during set priming. There is no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was received for evaluation. A visual inspection of the sample revealed the tubing had a cut. The condition was confirmed. The root cause of this condition was attributed to the set changing orientation during machine indexing in the packaging process. New sensors were installed onto the packaging sealing machines to detect this condition. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.